Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-13 h6: investigation summary customer returned (4) loose 0.5ml bd insulin syringes. The customer reported that the barrel is warped, and plunger cap had a big hole in it. All 4 returned syringes were examined, and it was observed that 1 out of the 4 syringes exhibited a crushed plunger cap; the plunger rod on this sample was broken at the thumbpress. It was observed that 2 out of the 4 syringes exhibited a bent cannula. All 4 returned syringes were examined, and none appeared to have a warped or bowed barrel. No related defects were observed on the returned samples. A review of the device history record was completed for batch# 0321236. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure (plunger cap damaged, plunger rod broken) bd was not able to duplicate or confirm the customer¿s indicated failure of warped or bowed barrel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root-cause cannot be determined. H3 other text : see h10

Event description:
It was reported that syringe 0.5ml 8mm 90 had 5 product damaged and 1 sterility issue. The following information was provided by the initial reporter :   it was reported by the consumer that the barrel of 5 syringes were warped, 5 needles were bent and 1 plunger cap had a hole in it.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : exec summary - no samples (including photos) were returned therefore the complaint could not be duplicated or confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. CAPA/sa - based on the investigation, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. DHR review - a review of the device history record was completed for batch# 0321236. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that syringe 0.5ml 8mm 90 had 5 product damaged and 1 sterility issue. The following information was provided by the initial reporter :   it was reported by the consumer that the barrel of 5 syringes were warped, 5 needles were bent and 1 plunger cap had a hole in it.